Event description:
The customer reported that the unit failed to power up on ac power. There was no report of patient involvement or adverse patient impact.

Manufacturer narrative:
(B)(4). The customer reported that the unit failed to power up on ac power. There was no report of patient involvement or adverse patient impact. Philips shipped the customer a power pca to resolve the reported issue.